Manufacturer narrative:
A company service rep calibrated the laser and made an attempt to maximize the ktp crystal, but replacing the laser engine corrected the problem. The laser was checked out and all systems met specs. The laser engine assembly was returned; investigation and root cause analysis is in progress.

Event description:
The customer reported that the laser stopped firing in the middle of the case; only a part of the surgery was completed. After fifteen shots, the system stopped, they tried the laser restart, but it didn't work. They received a service message, and they completed the case using a modality other than the laser. Pt was reported as fine.